Event description:
It was reported that the cartridge repeatedly slid out during a supply change because the user did not lock the connector while holding the pump, and the agent provided troubleshooting and education to lock the connector and complete the change. Customer support provided support that included remote troubleshooting and user education on proper cartridge insertion and connector locking. Investigation of this case revealed user handling and technique as the cause, with the cartridge connection not secured prior to use. No adverse clinical effects reported. Outcomes included no alerts, alarms, or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user technique.